Event description:
The device was used during a nephrectomy procedure. Reportedly, the instrument jammed. The surgeon applied another instrument to complete the procedure. The hospital has reported that no pt injury occurred.